Event description:
It was reported through a medwatch report that the catheter was being used on a (B)(6) female pt. The report states the arterial line positional throughout shift, unable to draw blood and informed sicu. Arterial line just quit working and nurse was instructed to remove line. Nurse removed dressing and line was leaking clear fluid around site when flushed. Nurse removed stitches from catheter and catheter broke off at insertion site inside pt's wrist. A small amount of white tip was showing at the skin level. The nurse grabbed it and pulled the catheter out. On (B)(6) 2012 - f/u info states the pt required continued monitoring so another arterial line was inserted. There was no pt harm.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.